Event description:
It was reported that the user experienced a data connection loss between the ilet and the glucose sensor, and the issue resolved after the user performed a device restart, after which the sensor paired successfully. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included a review of device-communication performance and troubleshooting guidance provided to the user. Investigation of this case revealed that the connection interruption was transient and resolved with standard restart and re-pairing procedures. It was concluded that the device functioned as designed after restart and no device malfunction was confirmed.